Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot#: 0210904359, implanted: (B)(6) 2019, product type: adapter. Product ID: 38 98-33, lot#: lb5244, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via foreign who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient noticed that when switching off a optometry digital retinal camera machine at her workplace she had been feeling a "zap" and the machine itself makes a "pop" sound from the switch point. The zap sensation is in the patient¿s fingers not at the lead or ins site. This has happened 3 times now so she no longer turns the machine off. The patient has not mentioned any other symptoms or issues. The patient stated her therapy was running well otherwise and giving good pain relief. The issue was not resolved at the time of report.